Manufacturer narrative:
(B)(6). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A f/u report will be submitted if the meter is returned. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer also reportedly experienced symptoms of dizziness and gave himself orange juice. There was no report of third party medical intervention, death or serious injury.